Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 377645, lot# v017401, implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had trouble with their ¿cable¿ moving. The patient stated that their healthcare provider (hcp) sent them to a neurosurgeon, where they had the cables replaced. It was noted that the issue occurred in (B)(6) 2009. No patient symptoms were reported and there were no complications. Indication for use is radiculopathy.

Event description:
Additional information was received from the patient. It was reported that the patient was doing what they were normally doing after the replacement ¿cables¿ were put in. The patient suggested that perhaps the first ¿cables¿ weren¿t put in properly. It was noted that replacing the leads resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.